Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. It was observed via latitude that the device's longevity had dropped from 5 years remaining, down to 1.5 years remaining. No further information has been provided at this time. No adverse effects to the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. It was observed via latitude that the device's longevity had dropped from 5 years remaining, down to 1.5 years remaining. No further information has been provided at this time. No adverse effects to the patient were reported. Additional information: several requests were sent to the field rep for an update regarding this event. No response was received.

Manufacturer narrative:
This report is being submitted to include additional information provided in the event description, that analysis of this device was completed by boston scientific engineering. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. The observation was made via latitude (home monitoring system) that the device's battery longevity had decreased from 5 years remaining to 1.5 years remaining. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering analysis of device data confirmed that the power consumption is increasing in a gradual fashion. Due to this anomaly, a technical services consultant recommended device replacement or to have the battery status reevaluated in 90 days time. No adverse patient effects were reported. Update: several requests were sent to the field representative for additional information regarding this event; however, no response was received.